Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed analysis was performed and no anomalies were found. The returned device indicated a missing set screw.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implanting procedure, the lead tip was bent when trying to screw it into the implantable pulse generator (ipg). There was no response from the ipg when the lead was connected and a suspected connection issue between the ipg and lead. The attempted lead and ipg were not implanted. No patient complications have been reported as a result of this event.